Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of angle wire, the play of the up/down knob was out of the standard value. Due to damage on the air/water-cylinder, water tightness was lost. Due to damage on the up/down knob, water tightness was lost. Adhesive on the distal end was chipped. The scope-connector was dirty and shaved. The universal cord had a wrinkle. Forceps channel port was shaved. Paint on the suction-cylinder was peeled. In addition, the scope-connector, the up/down knob, the locking engagement knob and lever, the plastice distal end cover, the connecting tube, the scope connector cover unit, the protector of universal cord on scope-connector side, the protector of the universal cord on the control section side, the universal cord, the grip, the scope-cover, the switch box, the right/left knob, and the control unit, were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The facility's clean, disinfect and sterilize (cds) , reprocessing information and foreign matter surveys results were noted below : 1. Device was cleaned, sanitized and disinfected prior to sending the device for repair. 2. Facility cannot tell when the foreign matter adhered on the device. 3/4. Not aware of what the foreign matter is. 5. The time lag between the end of clinical use and the start of pre-washing noted ¿no¿. 6. Water and air was supplied to the air/water nozzle. Answer noted ¿ ¿yes, no¿ 7. There were problems with the accessories used for reprocessing. 9. Wiped/brushed the air/water nozzle with gauze, brush, or sponge. Flushed the air/water nozzle with water and air. 10. Sent liquid to the air/water nozzle. 11. Any concerns on reprocessing- ¿none¿

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had poor angulation. Inspection and testing of the returned device found foreign object in the nozzle there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that had not been implemented in line with the instructions for use, causing foreign material to adhere inside the air/water nozzle and clog inside the nozzle. Concerning the cause of foreign material flowed inside the air/water channel, it was not possible to further presumed the cause since detailed information on handling of the device was not obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.